Event description:
In 2004, percutaneous closure with a 22mm asd device was performed with no complications on a pt with a 16mm diameter secundum atrial septal defect with well developed rims, no floppy septum, and no accessory heart anomalies. The next day, proper position of the device was confirmed by control tte with no effusion; both ECG and x-ray were within normal limits. The following day, holter monitor readings were within normal limits. A day later, control tte confirmed device position, normal flows, and no leakage of pericardial fluid. The pt was administered aspirin and fraxiparine and discharged in good clinical condition with orders to take aspirin for 6 months, follow endoprophylaxis for 12 months, and withhold physical efforts for 12 months. Six days later, the clinic received notification by fax of the pt's sudden death. No further info was received by the clinic regarding the circumstances of the death or the results of the postmortem examination.